Manufacturer narrative:
It was reported that the patient underwent skin revision surgery at abutment site in order to replace abutment, the patient was treated with oral and IV antibiotics and steroids. This report is submitted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on april 20, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. It is unknown what treatment was administered for the infection. Clinical management is ongoing.